Event description:
Related manufacturer reference #: 1627487-2019-09877. It was reported the patient did not receive effective pain relief from the scs system. As such, the patient underwent surgical intervention where the system was explanted.